Manufacturer narrative:
Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic on the lens. Loose particles were also observed compatible with handling the lens out of the sterile environment. Only one half of lens with the haptic was received. The condition of the lens was consistent with a unit that has been cut due to iol removal process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (iol) did not unfold properly in the patient's eye. The haptic got caught in the pupil and the surgeon had to cut the lens out of the eye. There was no incision enlargement, vitrectomy or patient injury reported. A different lens was inserted in the anterior chamber with no other complications. No further information was provided.